Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2) results and falsely elevated sodium results generated on the alinity c processing module for multiple patients. The following data was provided: (B)(6) 2024 sid (B)(6) : co2 initial result = 85 mmol/l, repeat on another instrument = 28 mmol/l. (B)(6) 2024 sid (B)(6) : sodium initial result = 169 mmol/l, repeat on another instrument = 139 mmol/l. The discrepant results were not reported out of the laboratory. Additionally, while the customer was troubleshooting the issue, the analyzer generated error code 3062. There was no impact to patient management reported.

Manufacturer narrative:
The customer performed a cuvette wash, calibrated the sample and reagent probes, and replaced the cuvette dry tip and ict module. The field service engineer (fse) inspected the instrument and observed a broken piece of the dry tip on the aspiration probe, cleaned the probe and washed the cuvettes. The replacement of the broken cuvette dry tip and removal of the broken tip from the probe resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant result issues have been reported since the troubleshooting activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cuvette dry tip was identified.

Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2) results and falsely elevated sodium results generated on the alinity c processing module for multiple patients. The following data was provided: (B)(6) 2024 sid (B)(6): co2 initial result = 85 mmol/l, repeat on another instrument = 28 mmol/l (B)(6) 2024 sid (B)(6): sodium initial result = 169 mmol/l, repeat on another instrument = 139 mmol/l the discrepant results were not reported out of the laboratory. Additionally, while the customer was troubleshooting the issue, the analyzer generated error code 3062. There was no impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.